Event description:
It was reported that the universal serial bus (usb) port on the programmer was broken, that it seemed loose as though it had been damaged. It was further reported that when plugging in the printer, the programmer powered down. The programmer was replaced and returned for service. There were no patient complications reported as a result of this event.

Event description:
It was reported that the universal serial bus (usb) port on the programmer was broken, that it seemed loose as though it had been d amaged. It was further reported that when plugging in the printer, the programmer powered down. The programmer was replaced and returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the universal serial bus (usb) port on the programmer was broken, that it seemed loose as though it had been damaged. It was further reported that when plugging in the printer, the programmer powered down. The programmer was replaced and returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the usb port on the side of the programmer was broken. The pins shorted out the programmer and it would not power on until the pins were removed. It was also noted that it was unable to plug into the analog port on the link electronic module (lem).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).